Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported there was an infection. It was stated, the patient had bacteria in their colon and had to stay in the hospital from 2014 (B)(6) until 2014 (B)(6) since they were contagious. It was noted the patient was very weak and the tailbone was hurting worse than before. It was stated they were supposed to have knee surgery the following monday, but won¿t because of their current state. It was noted, the knee was ¿really bothering them.¿ patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.